Manufacturer narrative:
The insulin pump alarmed during the prime test and alarmed motor error during the basic occlusion test due to loose protruded drive support disk. However, the motor was tested outside the device and passed. No low battery alarm and no low reservoir alarm noted. Unable to perform excessive no delivery test alarm due to a33 alarm noted. No moisture damage was found on the lcd board, mother board, interface board, radio frequency board, motor, vibrator and battery tube assembly during our visual inspection. The insulin pump passed all operating current test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had a leak causing insulin pump to be wet with insulin. Insulin pump was bumped. Insulin pump also received a no delivery alarm per alarm history. It was reported that insulin pump never alarmed for no delivery. Customer's blood glucose was 30.9 mmol/l. Insulin pump would be replaced.